Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the device had foreign substance which looks like a white powder that was attached on the product when the nurse opened the sterile package. There was no patient impact or delay. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information under cmp-(B)(4). The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned opened but unused inside the original tyvek tray. Visual inspection confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event root cause has been identified as a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.